Event description:
During implant, out of range impedance measurements were observed during lead positioning. The user noted a helix anomaly while attempting to extend the lead. The lead was explanted and replaced and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual examination found the helix to be clogged with blood. Mechanical inspection revealed the lead helix was over-torqued, consistent with damage caused at time of implant. The lead was cleaned and the helix was able to retract and extend normally. Electrical inspection showed no electrical shorts. The lead was submerged in saline solution; the impedance was measured and found to be normal. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.